Event description:
A malfunction was reported on the customer's pump with a non-resettable malfunction 16 code displayed. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by arranging to send a replacement pump. The customer, who is using an alternate form of insulin multiple daily injection (mdi) delivery.